Manufacturer narrative:
A service quote for repair was sent to the customer for approval, but the quote expired. A philips service engineer was not able to evaluate or repair the device as the customer did not accept the quote, and no work order was generated. It is therefore unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
H10: e1: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device did not alarm in the high flow operation mode. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the device did not alarm in the high flow operation mode. A service quote for repair was sent to the customer for approval. The investigation is ongoing.